Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 126 mg/dl. The customer stated that the sensor electrode or needle fracture while in body. The customer was advise if needle is still in skin call the doctor. The customer stated that it is not hard to removed the sensor needle to the skin. Customer stated that sensor is not twist or reinsert. The customer was advised that we would send replacement sensor.